Event description:
It was reported the patient experienced ineffective stimulation. The patient met with the sjm representative for reprogramming which was unable to resolve the issue. The sjm representative suspects the patient's lead may have migrated. Follow up indicated surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.